Manufacturer narrative:
Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on 10-may-2016 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the glidescope avl video baton 3-4, and the fact that there are no repairs available, the customer was advised to replace the unit. The customer declined to have their video baton returned for evaluation and disposal. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, thirty four (34) months caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the video baton cable was manipulated near the scope end. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.